Manufacturer narrative:
Examination of the electronic log files from the AED identified that on (B)(6) 2020 the AED was powered on to perform a battery self-test, which reported a no pads warning as the AED did not detect pads being connected to the AED. During a second power-on the AED recorded a measured impedance across the pads indicating that the pads had been connected to the AED and likely connected to the patient. This power on also initiated a self-test which prompted a service code. In this case, the service code was a measurement that the capacitor voltage reading was too high. This is likely due to the damage noted on the high voltage board when the hardware was investigated. The review of the returned device identified that there was evidence of damage to the device consistent with the device being dropped - the AED's case bottom was cracked and components on the high voltage board had been sheared off.

Manufacturer narrative:
The investigation associated with this event is on-going and the cause of the event is not currently known. Should additional information become available a follow-up MDR will be submitted.

Event description:
A life care center reported that their AED had a service code and did not function during a rescue attempt. They reported that the AED kept advising them to connect pads, even though pads were connected. They further reported that a second AED was used, however they did not know if the patient was shocked with this AED. The female patient in this case was not resuscitated. No further patient information was known.